Event description:
It was reported that just after implant the atrial lead had dislodged. The pocket was reopened and the lead was repositioned successfully. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.